Manufacturer narrative:
Analysis of the pump on 2016-05-27 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication. The stall was due to the shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving bupivacaine with concentration 4.8 mg/ml at a flex dose are of 2.6049 mg/day and morphine with concentration 20 mg/day at a flex dose rate of 10.854 mg/day via an implantable pump as of (B)(6) 2016 for non-malignant pain and chronic low back pain. It was reported that the patient experienced a loss of appetite and a return of pain that was getting worse. A motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI) performed. It was further indicated that the symptoms could have been attributed to other health issues so it was difficult to determine whether they were because of the motor stall. The change in therapy/symptoms occurred gradually verses suddenly. Multiple motor stalls and motor stall recoveries occurred. The following was indicated: on (B)(6) 2016 - 3:15 motor stall; on (B)(6) 2016 - 5:38 motor stall recovery; on 2016 - 15:48 motor stall; on (B)(6) 2016 - 15:48 stopped pump period may exceed tube set message. The "pump restarted due to restart command" was seen in the logs. The motor was still stalled at the time of the report as they had not seen a motor stall recovery in the event logs. As per the hcp, they have not heard any alarms and they had been with the patient for about the last 30-45 minutes. The critical alarm interval was set to 10 minutes. The hcp performed a critical alarm test at the time of the report which they could hear the alarm form 4 feet away. The hcp was confident the alarm had not sounded in the last 30-45 minutes even though it should have occurred multiple times based on the critical alarm interval. The hcp was to speak with a physician to determine the next steps including programming to minimum rate mode and considering pump replacement. On (B)(6) 2016, a company representative reported they were assisting with a pump replacement procedure on (B)(6) 2016 due to motor stall. The pump was interrogated on (B)(6) 2016 and the low reservoir volume alarm also occurred. It was confirmed that a motor stall recovery log had not occurred since the last motor stall. The pump was returned to the manufacturer. The pump's log revealed the following messages: motor stall, stopped pump period may exceed tube set, and low reservoir alarm occurred. The pump log returned with the device revealed the following dates and times: (B)(6) 2016 - 15:05 motor stall; on(B)(6) 2016 - 04:55 motor stall recovery; on (B)(6) 2016 - 02:36 motor stall; on (B)(6) 2016 - low reservoir alarm occurred.

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.